Event description:
The customer reported that their defibrillator was "immobilized" and that they needed a battery. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.